Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #(B)(6), ubd: , UDI#: (B)(4)., product type recharger g2. Foreign: br medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient's first recharger had the same problem as when they experienced a worsening clinical condition due to the failure of the recharge system. The patient experienced spinal pain and it was noted that their chronic low back pain had worsened due to the failure in the system that recharged the ins. The ins was discharged due to a recharger failure. The recharge system was heating. It was noted that the device was out of warranty (one year). The health operator replaced the recharger to resolve the issue. The patient discarded this recharger. The cable initially showed no apparent damage. The recharger cable had initially shown no apparent damage and was ¿just warming up and having difficulty recharging the neurostimulator.¿ initial ¿poor coupling quality¿ was noted. It was noted that the recharger heating occurred ¿in the connection between the cable and the charging antenna.¿.